Event description:
Reporter indicated that vns pt completely lost their voice after ncp system replacement surgery. It was reported that during generator replacement surgery for end of service, the surgeon experienced difficulty disconnecting the original lead from the original generator. The negative lead connector pin could not be removed from the generator header, so both the lead (including electrodes) and generator were replaced. It was reported that the set screw may have been tightened too much during initial implant, resulting in the inability to adequately loosen it for lead pin removal. It was reported that the explanting surgeon "ripped the plastic right off the lead" when trying to disconnect it from the generator. Additionally, the explanting surgeon indicated that there was a significant amount of fibrosis around the electrodes, which is why she chose to remove the electrodes from the vagus nerve instead of clipping the lead wire and leaving the electrodes in place. Surgeon indicated that removal of the lead electrodes from the area of fibrosis on the vagus nerve caused the nerve to become "bruised", which led to the pt's loss of voice. Stimulation has been initiated with the pt's replacement vns therapy system and the pt is reportedly regaining their voice. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Product analysis summary: approximately 15cm of the lead assembly was returned for analysis. The positive connector pin is out of the connector boot. The pin is still inserted and secured in the pulse generator header. The lead pin was separated from the generator header after loosening the set screw with no difficulties. Continued analysis of the marked connector verified that this connector pin an boot had been properly assembled. Continuity check using a multimeter was performed. Continuity check did not identify any anomalies on the portion of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. Teh concomitant device(pulse generator) was also returned and analyzed. No discrepancies were noted that would prevent normal insertion or removal of the leads. Bench testing confirmed that the pulse generator would not interrogate. The battery voltage measured 1.130 volts in circuit. This voltage is below the 2.2 volt low battery operator. The battery was removed and a power supply (adjusted to 2.2 volts) was inserted into the circuit. The serial number was restored and the module interrogated and programmed properly. The caged module met electrical test specifications. The generator implant time was 4.84 years and the calculated time of end of service is 3.77 years. The actual implanted time exceeds the end of service prediction by 1.07 years. The pulse generator had reached normal end of service.